Event description:
This letter will serve to initiate a complaint with the FDA against medtronic for misbranding and failure to comply with FDA regulations, as well as misleading the FDA in its MDR reporting on its leads for spinal cord stimulators, including the resume lead. By not listing asymptomatic stenosis as a contraindication in its labeling nor warning physicians inserting a resume 3586 to do so only after taking MRI's or CT scans to measure the available cervical epidural space or warning physicians to insert the resume 3586 lead by laminectomy as opposed to laminotomy, medtronics has contributed to the paralysis of five to seven pts that rptr knows of." Medtronic's knowledge of this problem should go back to at least 1982 when medtronic was involved in a lawsuit." The failure of medtronic to warn implanting physicians of the hazards of asymptomatic stenosis is an on-going danger to pts and will likely result in add'l pts suffering paralysis without a "dear doctor" letter or other action being taken as soon as possible.